Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module infusion set had foreign matter in pathway the following information was received by the initial reporter with the following verbatim: when compounds for chemotherapy were prepared at the pharmacy, the staff noticed "particulate matter" described as "itty bitty hairs". There was no patient involvement. Photos are available, the staff was going to try and retrieve the sets from the trash. Copy hospital safety manager: (B)(6).

Manufacturer narrative:
DHR only. No product or photo was returned by the customer. The customer complaint of 'itty bitty hairs' could not be verified due to the product not being returned for failure investigation. Device history record review for model 2204-0007 lot number 23065302 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 20jun2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.